Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Secure the delivery system to the guiding catheter; then remove the guiding catheter, guide wire and delivery system as a single unit. Do not attempt to pull an unexpanded stent back through the guiding catheter; dislodgment of the stent from the balloon may occur. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the herculink stent delivery system (sds) was unable to cross the moderately calcified renal artery target lesion. The failure to cross was due to the anatomy. The sds was withdrawn into the guide catheter and resistance was met. It was noted that the stent dislodged in the guide catheter. All was removed from the patient anatomy and the stent was removed with the guide catheter. Nothing was left in the anatomy. A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device was not returned. Discarded. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.